Manufacturer narrative:
Customer reported the patient developed pressure ulcers caused during surgery with getinge-maquet product. Pressure ulcers can be caused due to different influences (patient age, condition of skin, condition of patient in general, duration of the operation, unfavorable positioning of the patient). No product failure is apparent which caused the described injury. Therefore we conclude in this case that several unfavorable factors came together and thus led to the described injury. Since an injury was reported to getinge-maquet we are reporting this case to the authorities. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
Customer reported pressure ulcers caused during surgery with getinge-maquet product. (B)(4).